Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be submitted when additional infomation is available.

Event description:
It was reported that the needle detached from the thread. There was no harm to the patient. Reported with limited information. Additional information has been requested, when additional information is received, supplemental report will be submitted. All medwatch report submitted related to this patient/incident include: 3003639970-2018-00766.

Manufacturer narrative:
We have received three closed samples to analyze this complaint. A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.